Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue could not be tested due to the condition of the returned device (suture knots that keep the gripper line in place were detached from one of the gripper arms) during the returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other incident reported for difficult to open or close (gripper actuation issue) from this lot. It should be noted that, per the intended use section of the mitraclip system IFU, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Based on the information reviewed, the reported user error is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. The gripper actuation issue was due to the observed detached suture knots. The detached suture knots appear to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The mitraclip device (90208u153) referenced is filed under a separate medwatch report.

Event description:
This is filed to report the gripper actuation issue. It was reported this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) a tr grade of 4. The clip delivery system (cds) (90219u179) was advanced; however, one of the gripper arms would not raise or lower. The clip was not implanted and was removed. Another clip (90208u153) was advanced, the gripper arms worked properly; however due to the anatomy, it was not possible to grasp the leaflet and a chordal rupture occurred. No clips were implanted, the procedure was aborted. Tr remained at 4. No additional information was provided.